Event description:
It was reported that the saw began leaking a blood-like substance while the device was being cleaned. This did not occur during a surgical procedure, so there was no patient involvement and no treatment required. There have been no reported adverse consequences.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.